Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that six months after implant, there was no telemetry and no output. Subsequently, the device was replaced.~~~~~~~~